Event description:
A customer reported to baxter (B)(4) of a catheter extension set that leaked at the connection between the injection site and female luer. The period of use was within 1 day of infusion. There was a patient involvement but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection and an underwater pressure test at 8psi was conducted and there were no defects detected. The reported condition was not confirmed. The cause of the reported condition was not determined.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.